Manufacturer narrative:
Correction: d3. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, testing of the device door switches found that the upper and lower latch switches were failing as cause of the reported issue. A review of the event history log (ehl) revealed system error 322 messages. The reported condition was verified. The upper and lower auxiliary assemblies require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.